Event description:
Per the clinic, the patient experienced a loss of osseointegration and underwent revision surgery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.